Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6), 2015. During the procedure, the liner was not seating. The surgeon attempted to seat for 20-25 minutes and was unsuccessful. A second liner was impacted; however, the cup had moved position and the surgeon was not satisfied. Another shell and liner were implanted to complete the procedure.